Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the superficial myometrium is a wire coil'), device expulsion ('embedded within the superficial myometrium is a wire coil'), endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure sterilization". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), headache ("headache"), psychological trauma ("psych injury"), post procedural complication ("post removal complications") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, device expulsion, endometritis, psychological trauma and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache, weight increased and genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, metrorrhagia,, fatigue, headache, weight gain, psych injury quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿embedded within the superficial myometrium is a wire coil" was split to capture both llt: embedded device and partial expulsion of device. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the superficial myometrium is a wire coil'), endometritis ('endometritis') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation and essure sterilization". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), headache ("headache"), psychological trauma ("psych injury"), post procedural complication ("post removal complications") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, endometritis, psychological trauma and post procedural complication outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache, weight increased and genital haemorrhage had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, embedded device, endometritis, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, metrorrhagia,, fatigue, headache, weight gain, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: events added: embedded device, endometritis, medical device monitoring error. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), headache ("headache"), psychological trauma ("psych injury"), post procedural complication ("post removal complications") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache, weight increased and genital haemorrhage had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, metrorrhagia,, fatigue, headache, weight gain, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event:abnormal bleeding was added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), fatigue ("fatigue"), headache ("headache"), psychological trauma ("psych injury") and post procedural complication ("post removal complications") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, metrorrhagia, fatigue, headache and weight increased had resolved and the psychological trauma and post procedural complication outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, psychological trauma and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, metrorrhagia,, fatigue, headache, weight gain, psych injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: case became valid and incident. Previously reported event "injury to herself" updated to "pelvic pain", events- " abdominal pain, dyspareunia, dysmenorrhea, menorrhagia, metrorrhagia, fatigue, headache, weight gain, psych injury, post removal complications" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.